Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer re-loaded the cartridge to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. The customer also experienced low blood glucose (bg) level of 40mg/dl due to not consuming food before sleeping while wearing the pump. The customer consumed carbohydrates to address bg level. Recommendation was made to discuss diabetes management with a health care provider.